Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose of the patient is 128 mg/dl. Customer treated with manual injection. Customer also stated that she had not received any alarms from the pump. Troubleshooting was performed for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted. Unit passed the dat test at 0.08715 inches.